Event description:
It was reported that the right monitor on the 9800 system is intermittently black (out). There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified to loose connection to the monitor. The connection was secured. The system was tested and found to be working as intended and placed back into service.